Event description:
The device received at hq was described as non-functional. The device's housing was cracked and the battery was leaking. Reportedly, the device fell on the ground and was run over by a car. The user did not mention any harm due to the leaking.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a leaking battery was detected. The damage to the components and the rechargeable battery inside is most likely caused due to strong mechanical stress. There has been no report of recipient injury from contact with leaking electrolyte. This is a final report.

Event description:
The device received at hq was described as non-functional. The device's housing was cracked and the battery was leaking. The user did not mention any harm due to the device. More information has been requested.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.